Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 38 x 2.50mm promus premier drug-eluting stent was advanced for dilation. However, the stent was unable to cross the lesion and the stent struts were lifted after being withdrawn. Thee procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found proximal stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 38 x 2.50mm promus premier drug-eluting stent was advanced for dilation. However, the stent was unable to cross the lesion and the stent struts were lifted after being withdrawn. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was 100% stenosed, severely tortuous and severely calcified.